Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication during use. The following was reported by the initial reporter: "this was reported from the patient who switched from mfplus 5mm to pro 4mm through the pharmacy. When using the pen needle with humalog, the patient can do injections with no problem; however, when using with tresiba, a more amount of drug than usual remained in the pen after a 10-12 unit injection. The customer would like to know whether the same issue has been reported from other facilities."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-14. H6: investigation summary: seven sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 0154674, cat. No.320559. Clog testing was carried out on returned samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication during use. The following was reported by the initial reporter: "this was reported from the patient who switched from mfplus 5mm to pro 4mm through the pharmacy. When using the pen needle with humalog, the patient can do injections with no problem; however, when using with tresiba, a more amount of drug than usual remained in the pen after a 10-12 unit injection. The customer would like to know whether the same issue has been reported from other facilities."